Event description:
Pt visited occupational therapist (ot), seeking treatment for tendoitis. Small square iontophoresis electrode applied adjacent to pt's elbow. Pt went to emergency room one same day of iontophoresis treatment. Pt did not return to see therapits.